Event description:
It was reported that the pt was unable to experience the stimulation. During a previous lead replacement procedure, 2 leads were cut and left in place when the new lead was implanted. It was suspected that a cut lead was reconnected to the ipg. The pt was schedule to meet with the physician for a revision. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.